Event description:
The pt fell and experienced a loss of therapeutic effect and stimulation sensation along with pain. Reprogramming was done and impedance measurements were greater than 4,000 ohms. The lead was replaced. The outcome remains unk.